Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument made movements in the opposite directions from what was indicated/intended by the surgeon. The site restarted the system and repositioned the system arm with no change. The site then replaced the instrument to resolve the problem and continue with the procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to investigate the reported problem. The isi fse was unable to reproduce the reported non-intuitive motion with the system alone. Isi then received the prograsp forceps instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported problem. The instrument was driven on a da vinci in-house system, but intuitive motion was not being experienced. The movement output was not corresponding to what the hand motion was exhibiting at the master tool manipulator (mtm). Failure analysis found the primary failure of a non intuitive motion to be related to the customer report complaint. No cable damage was observed at the wrist assembly or back end. The back of the instrument chassis was observed to have the roll gear oriented in an incorrect position when manually manipulated starting position. The roll gear was removed and no damages were found on the gear or the tabs. The cause of the slippage is due to the roll feature of the instrument going beyond its limitations.